Manufacturer narrative:
Resolution and disposition: through follow-ups, the fse indicated that the fse checked the cable between the data acquisition and the motor controller and reconnected the cable and the device operates normally. Unit passed performance verification tests. The device is returned fully functionality.

Event description:
Customer reported that the unit has an error code message of machine and proximal pressure sensors failed and black screen.the customer reported there was no patient involvement.